Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipelines failed to open proximally, and a replacement pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the paraophthalmic artery. The max diameter was 6mm, and the neck diameter was 5mm. The patient's vessel tortuosity was normal. The landing zone was 3.3mm distal and 5.1mm proximal. Dual antiplatelet treatment was administered. It was reported that navigation was straight forward, and the device was navigated to the desired location. The patient's anatomy was normal. The distal end of the first pipeline was flared proximal to the posterior communicating artery (pcom). The device opened around the cavernous bend with loading and unloading the entire system. The stent was long and the physician claimed there was a twist as the stent came into the cervical ica. Repeated attempts to untwist this section was unsuccessful, and the device was replaced. A shorter pipeline was used, but this time the distal end of the stent did not fully appose while the mid-section was well apposed. The physician attempted to load and unload the entire system, which caused the distal end of the device to fall back and miss the landing zone. The pipeline jumped, and had been placed at least 3mm past the aneurysm neck on each side. No side branches were covered, and the tip of the catheter was moved during deployment. The second pipeline was also removed. The case was abandoned, but patient did not experience any injury or complications. The proximal and distal part of the first pipeline was positioned in a bend, and the distal part of the second pipeline was positioned in a bend when they failed to open. More than 50% had been deployed when they failed to open. The pipelines were resheathed 2 or less times, and no other steps were taken to open the device. There had been no friction or difficulty during delivery or positioning. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a 7f short sheath, rist 079 guide catheter, sofia 5f guide catheter, and a phenom 27 microcatheter.

Manufacturer narrative:
Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the pipeline vantage device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within an opened pipeline vantage inner pouch. The pipeline vantage pusher was further returned within a dispenser coil and partially within an introducer sheath. The already deployed braid was returned within a piece of surgical wrap. The phenom-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers, proximal bumper or supporting disks. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. The braid was already deployed. One braid end was found tapered, damaged, and frayed. The middle braid was found damaged (twisted) and flattened. The other braid end was found fully opened, damaged, frayed, and flattened. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ were confirmed as one braid end was found tapered. Possible causes include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or improper anatomy. The customer report of ¿pipeline damaged during delivery/retrieval¿ was also confirmed. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported patient vessel tortuosity as normal, pipeline was positioned in a bend, pipeline was resheathed 2 times or less, devices were prepared per IFU, and no friction/difficulty was experienced during delivery/positioning. It is possible the positioning in vessel bend contributed towards the braid twisting and failure to open. As the phenom-27 micro catheter was not returned for analysis, any contribution of the phenom-27 micro catheter towards the incomplete open and damages could not be confirmed. H6. Coding updated based on analysis results. Associated with device used in the same event reported in rr #: 2029214-2022-00233. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event had not been determined. The physician believed it was the device that was at fault. They cited normal anatomy, therefore tortuosity should not have been an issue. The first stent opened well distally, but there appeared to be torsion mid proximal segment. The second stent was much shorter. The distal end did not open and fell back too far, but proximal end was fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.